Event description:
It was reported that the cable of the monopolar curved scissors instrument tip broke during the cutting of tissue. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one grip close cable is frayed in two locations, at the scissor grip and the distal idlers the blades still open and close. The scissor grip has a peak on the cable groove near the cable fray site. The wear grip/pulleys combined with high grasping/cutting force has likely contributed to fraying. Engineering also observed the main tube to have material removed all around the tube. One of the damaged areas starts above the midpoint of the tube, has a rough surface finish, and is parallel to the tube axis. The wear pattern is consistent with cannula related tube abrasion, but the position on the tube is too high for damage to be cause by the distal tip of cannula. The damage may be caused by a cannula defect at the bowl/tube interface. Add'l investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if add'l info is received.